Event description:
It was reported that the patient presented to a follow up appointment with pain and irritation at the implant site. Redness and oozing was also present. The physician confirmed that the pacemaker had eroded through the pocket and an infection was present. The right ventricular (rv) threshold had also risen significantly from the original value at implant. The patient started intravenous antibiotics to treat the infection. The patient and physician have yet to decide between a revision procedure or a replacement procedure for the system to treat the erosion. No additional patient consequences were reported and the patient is stable.